Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75445545, 510k #k031655 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknwon date, post-op, the implanted screws were loosened. A revision surgery was performed and the screws were replaced. Also, re-fixation and re-correction was done. Proximal junctional kyphosis(pjk) has been reported as patient complications due to this event.